Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the connector was out of specification, it would not lock cable in place.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) had a broken connection port. This was found prior to opening and using the epg. The hospital staff requested a replacement. There was no patient involvement.